Event description:
During service testing, the baxter repair technician reported a failure code 538. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
The reported condition of failure code 538 was not confirmed.